Event description:
Rec'd medwatch form filled out by the facility reporting, "2 port minivolume extension set was infusing tpn and lipids. The set broke completely in half on the side the lipids were hooked up. The pt was bleeding out of the broken line and lost approx 5 ml of blood." No additional was available.

Manufacturer narrative:
The device has been requested but has not been received; should the sample become available and is evaluated, a follow-up report will be submitted.